Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 597 mg/dl. Customer stated they had no delivery alarms and other alarms. Customer stated that was priming her tubing when she got the no delivery alarm. Customer stated that has tried different cannula lengths. Customer stated they have tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, a21 alarm or a17 alarm noted during testing. Unit was also monitored for 3 days. No unexpected no delivery alarm, a21 alarm or a17 alarm noted. Device uploaded properly using carelink. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).